Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported. The complaint device was received for evaluation. The data log was provided by the patient. The data log was reviewed on (B)(6) 2015, the reported event of intermittent audio output cannot be confirmed. A follow-up report will be submitted once the evaluation is complete.